Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set leaked. It was further reported that "they continued to get bubbles from the port." The issue was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: september 4, 2021 - september 7, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.